Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a customer had a tracheostomy tubes split while in use with a patient. There was a medical intervention required, parents and cares had to remove and replace the tracheostomy tube that split with a new one. The outcome of the event was resolved.

Manufacturer narrative:
(B)(6). Five product samples were received in used condition without original packaging. Per visual inspection, it was detected that in each sample there was damage to the flange. The complaint was confirmed. No other analysis was performed. A root cause for the condition could not be determined. Problem source was listed as manufacturing. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. To address a full root cause investigation for damaged flange/neck strap issues, the issue has been escalated and it?s currently in the investigation phase.